Event description:
It was reported that the patient presented in-clinic after receiving inappropriate therapy. Review of egms found noise. A decrease in sensing was observed. Lead fracture suspected. Lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.